Event description:
The dealer stated the switch is not working. No injury or property damage was reported. No additional patient information was provided, no additional product usage detail was provided.